Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31191723l and no internal actions related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. The pentaray nav catheter came with obstructed irrigation poles, making it impossible to irrigate during the exam. No damage caused to the patient. Additional information was received on 19-aug-2024. The suspected device for the reported flow/irrigation issue was the catheter. The issue was noted during the device being used on the patient. The error was observed during use, where the doctor noticed that the catheter was not irrigating. To resolve the irrigation issue, they replaced the catheter. The correct catheter settings were selected on the generator. It was irrigated through a pressurizing bag from the hospital itself. Continuous flow. This irrigation issue was originally considered non-reportable, however, bwi became aware that this issue was noted during use on the patient on (B)(6) 2024 and have reassessed the event as reportable. The awareness date for this record is 19-aug-2024.